Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a reservoir leak and moisture damage. Customer's blood glucose was 30 mg/dl. The customer was treated with insulin pump. The customer stated that the reservoir was split and insulin leaked from the reservoir to the pump. The customer reported fluid in the reservoir compartment. The customer was advised to disconnect from the device. The customer was advised to clean/dry reservoir compartment with cotton swab or tissue/napkins. The customer declined to troubleshoot for the high blood glucose and want the insulin pump to be replaced.